Event description:
It was reported that the patient alleges the bolus recommendations provided by the blood glucose monitor are too high. The patient stated that due to following the recommendations of the blood glucose monitor, he bolused too great an amount of insulin and his blood glucose level dropped to 68 mg/dl. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.